Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited the acoustic lens was broken. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the acoustic lens was chipped. The cause of the chipped lens was attributed to excessive force or stress applied to the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.¿ olympus will continue to monitor field performance for this device.